Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the disposable arthroscopic bur broke at the base and stopped spinning. A new one was used to complete the procedure.

Manufacturer narrative:
Alleged failure: it was reported that the disposable arthroscopic bur broke at the base and stopped spinning. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive pressure such as bending or prying of the bur and maintained for a substantial amount of time may cause the driveshaft to break. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the disposable arthroscopic bur broke at the base and stopped spinning. A new one was used to complete the procedure.